Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose level. Caller declined to reload or replace cartridge and continued to use the existing cartridge for insulin therapy.